Event description:
It was reported that when performing electric cutting, it suddenly broke and the ring fell into the body. It could be removed in time and other electric cutting rings were used for treatment. This causing the patient to have a burning black phenomenon in the vagina.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
As the item is not available for examination, an assessment/evaluation can only be made based on the information available. During electrical cutting, the wire suddenly broke and fell into the body. It was removed in time and a replacement was used. The patient suffered burns. As the items were not sent in, only an investigation based on customer information and customer pictures can be carried out. Various influences may have led to this defect. It cannot be ruled out that the cutting loop was bent; the IFU 97000002 v 2.1- 03/2019 specifies what the loop should look like. Another possibility is that the tension is set too high, which can lead to thermal damage, causing the wire on the cutting loop to come loose. An incorrectly mounted snare can also lead to a defect, whereby the correct distance to the other mounted instruments (e.g. Optics) is not maintained, which can lead to a short circuit and as a result the snare can break and fall into the patient. As the defective product is not returned, a clear defect cannot be determined. The event is filed under internal karl storz complaint ID: (B)(4).